Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse replaced the customers device mainboard to resolve the system issue. The philips field service engineer (fse) confirmed the customer's device and replaced the system main board to resolve the device issue. The system was placed back into service after the repair. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating the system speaker was faulty and had no audio. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.